Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had water droplets came out from the gap under the light source insertion section. The issue was found during set up. There were no reports of patient harm.